Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. Evaluation was unable to confirm the reported symptom and the device was sent to device investigation. Device investigation found a broken j4 connector on the processor printer circuit board at pins 1, 2, and 3. The j4 connector is used for the lcd communications from the sharp processor to the lcd screen and this broken connector could have caused the reported symptom. The processor pcb will be replaced.

Event description:
It was reported that a spectrum pump was infusing norepinephrine to a patient when the screen froze in the medical intensive care unit (programmed amount and delivery rate unknown).. It was also reported there was no patient injury or medical intervention.